Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that the restore fullflute ream 8mm device was dull. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information provided, it was reported that two fully fluted reamers, two 8.5mm fully fluted reamers, two fully fluted reamers, two 9.5mm fully fluted reamer and two fully fluted reamers were dull. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the device has marks of use as usual on these type of reusable devices. Upon reviewing the reamer's tip, the edges have become dull. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection performed, this complaint can be confirmed. The root cause for the reported issue can be attributed to the constant and hard use of the device. Since this is a reusable device, the constant manipulation between surgeries and sterilization process can lead to a dull edges. As per IFU 109284: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. H10 correction narrative: d3, g1: the manufacturer name and address and manufacturing site name and address have all been updated to reflect the correct information.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.